Event description:
This procedure is part of create pas: pre-discharge a major ischemic stroke was reported. Nihss score on (B)(6), 2012 = 6 (baseline = 0). Nihss score on (B)(6), 2012 = 5. The patient has not yet recovered. Please reference MDR 2183870-2012-00095 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Stent was implanted on (B)(6) 2012.